Manufacturer narrative:
The subject device was returned to a third-party service center for evaluation with the following findings: based on the service required alarms in the error log, the 3-way solenoid valve and the oxygen blending module subassembly were replaced. Maintenance service was also completed. The device passed final testing.

Event description:
The manufacturer received information alleging a ventilator failed test step for active exhalation verification. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.